Event description:
A talent bifurcated stent graft system was implanted in a pt for the endovascular treatment of a 6.5 cm abdominal aortic aneurysm. The vessels were not tortuous and had little calcification. It was reported that the freeflo and the first stent rings of the bifurcated stent graft were deployed until the contralateral gate was opened. Deployment of the stent graft became difficult and the stent graft would not deploy any further. The physician opened the handle by pressing the disassembly ports; however, stent graft deployment was also unsuccessful to the physician broke the gray portion of the handle and pulled on the internal portion of the catheter to retract the graft cover until the stent graft was fully deployed. The delivery system was removed from the pt and a 5 cm piece of intima came out with the delivery system. The decision was made to convert the pt to open repair where the bifurcated stent graft was removed and a conventional graft was sewn in. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval: results: lack of info (device eval is pending, films and operative reports were not received). Eval: conclusion: lack of info (device eval is pending, films and operative reports were not received).